Event description:
Synovitis in both knees [synovitis]. Case description: a spontaneous report was received on 05-dec-2009 from a (b)6) female pt, (B)(6), with a history of osteoarthritis and chondromalacia who experienced synovitis in both knees after receiving synvisc one. The pt had a history of previous treatment with synvisc in both knees on unspecified dates in (B)(6) 2009. On (B)(6)-2009, she received bilateral injections of synvisc one. She reported that she developed synovitis in both knees "soon" after the injections. Treatment included a medrol dosepak, rest, and application of ice. At the time of this report, the pt had not yet recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint.